Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor and harness assembly vibrator.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, cracked retainer, pillowing keypad overlay, keypad overlay texture damage and missing display window cover. Blank display was confirmed during analysis due to [moisture damage on the pcba 1, pcba 2 and harness assembly vibrator. Unable to download history files and traces using thus due to blank display. Unable to confirm frozen screen, missing segments/partial display and keypad unresponsive due to blank display select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that their insulin pump received a blank display. The customer¿s blood glucose was 6.7 mmol/l. Troubleshooting was done for blank display. Customer reported they tried to place a new battery in the insulin pump, but when she placed a new battery in all she saw the medtronic logo and the keys was not respond. Customer was also stated that the display seems to be fading in and out and was pixelated. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer also stated that the display was frozen and the buttons were not responding. Customer reported that the insulin pump came turned back on but screen was pixelated. Customer reported that the insulin pump was not bumped or dropped insulin pump has been in the heat outside but nothing unusual. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.